Manufacturer narrative:
H6: investigation summary. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0027362. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.

Event description:
It was reported that an unspecified bd syringe separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated into shield and the shield was difficult to remove. Verbatim: from phone call on 2021-01-14 16:39:34: consumer returned phone call from voice message he received from bd rep. Stated when removing the orange caps on some insulin syringes, the needle comes off with it. Stated the caps are hard to remove. Stated if he takes the cap off at an angle then the needle stays on. Provided demographic information. Declined replacement stated he receives his supplies through the va. (B)(6). Lot # 0027362, cat # 328438, date of event: unknown, samples: no, discarded . Consumer left voicemail stating that the needle hub separated inside of the shield. Also stated that the needle shield is difficult to remove. 01-12-21: returned consumer's call and left voicemail for return call."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified bd syringe separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated into shield and the shield was difficult to remove. Verbatim: from phone call on (B)(6) 2021 16:39:34: consumer returned phone call from voice message he received from bd rep. Stated when removing the orange caps on some insulin syringes, the needle comes off with it. Stated the caps are hard to remove. Stated if he takes the cap off at an angle then the needle stays on. Provided demographic information. Declined replacement stated he receives his supplies through the va. Lg lot # 0027362 cat # 328438 date of event: unknown samples: no, discarded. Consumer left voicemail stating that the needle hub separated inside of the shield. Also stated that the needle shield is difficult to remove.(B)(6) 2021 : returned consumer's call and left voicemail for return call."